Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead is part of the shock impedance advisory. A new lead was implanted to make shock conversion successful. The rv remains in service. No adverse patient effects were reported.